Manufacturer narrative:
As of today, the product has not been returned and attempts for further information on its return has not been received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The rv lead is expected to be returned. Once the product is returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this patient was hospitalized for an ablation procedure and an the implant of an implantable cardioverter defibrillator (ICD). Both procedures went well. While the patient was still hospitalized following the procedures, the patient presented with dizziness and hypotension. There was low amplitudes and loss of capture noted with the right ventricular (rv) lead. An x-ray was performed and confirmed that the rv lead had dislodged. A revision was performed and an attempt was made to reposition the rv lead; however, the helix was not able to be extended to fixated into the tissue. The rv lead was explanted and successfully replaced with a new lead of the same model. No additional adverse patient effects were reported.